Manufacturer narrative:
The insulin pump received compromised force sensor system alarms during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. There were motor error alarms during rewind due to a corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she is having the same issues she had previously. Customer stated that initially she had a compromised force sensor system alarm the weekend before last. Customer's blood glucose was 174 mg/dl. Customer stated that she does not remember bumping the pump and did not drop it. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.